Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown.

Event description:
It was reported that bd vacutainer® one use holder leaked. The following information was provided by the initial reporter: "it is reported that customer experienced leaking when using holder. "Blood leakage from sst tube, tube holder and be eclipse needle. One of our phlebotomists had an incident last week where blood began to drip from the top of the sst tube, out of the holder, and onto her arm and patient during a venipuncture."

Event description:
It was reported that bd vacutainer® one use holder leaked. The following information was provided by the initial reporter: "it is reported that customer experienced leaking when using holder. "Blood leakage from sst tube, tube holder and be eclipse needle. One of our phlebotomists had an incident last week where blood began to drip from the top of the sst tube, out of the holder, and onto her arm and patient during a venipuncture."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.